Manufacturer narrative:
B3 - date of event: 01jan2017 to 31dec2019. D1 - brand name: thal-quick chest tube set or thal-quick chest tube tray. D4 - catalog# (rpn): possible rpns: c-tqts-2400 or c-tqtsy-2400. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a thal-quick chest tube set or tray migrated. The device was used emergently to treat an iatrogenic pneumothorax as diagnosed by x-ray. The device was successfully placed on day 1 of admission in the midaxillary via blunt dissection (percutaneous), and initial drainage was successfully achieved. Imaging was not used during device placement; however, x-ray after the procedure confirmed correct placement. On day 1 post-procedure, an air leak was noticed from the chest tube. The condition improved after adding suction and a water seal, along with continuous monitoring and it gradually resolved 11 days post-procedure. On day 3 post-procedure, there was a new pneumothorax. It was noted, ¿the chest tube might have crossed the midline anteriorly, leading to a tension pneumothorax. Condition improved after manipulation of chest tube.¿ the device was in place for 20 days and was removed due to resolved condition. Resolution was assessed by chest x-ray, decreased chest tube output, and improved symptoms. The patient was discharged on day 47. No other adverse effects were reported.